Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis. The customer states they had trouble with there set not staying in and causing skin irritation. The customer noted they have reported the hospitalization, but did no provide details regarding the incident. The customer was treated with using the insulin pump. The insulin pump will not be returned for analysis.